Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during the shoulder arthroplasty vapr s90 radiofrequency bridge was heating up while surgeon was handling the device. Its not radio frequency, its ablation. The medical staff needs to be retrained.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed. A visual inspection showed signs of the electrode tip being activated. Saline residue was present in the suction tube. The device was tested for functionality, and both ablation and coagulation modes were tested for the duration of 30 seconds. No signs of overheating were observed. This process was repeated for four cycles, and could not confirm the reported complaint. The device was sent to the manufacturer for further evaluation into the reported failure. Again, the manufacturer could not confirm excessive heat being generated by the device upon activation. However, the manufacturer noted that the suction tube was significantly bent which caused flow restriction. This deformation defect is unrelated to the complaint condition. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).